Manufacturer narrative:
The examination of the returned ev1000 platform was unable to confirm the reported complaint. Burn-in simulation test, electrical safety test, and all functional checks to the data box and ev1000 platform succeeded without any faults or defects found. No root cause could be identified as the failure could not be reproduced. The device history record was reviewed with no related non-conformances found. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during preventative maintenance on this ev1000 platform, an unstable arterial pressure reading was displayed. There was no patient involved in this event.

Manufacturer narrative:
Reference CAPA-20-00141.